Event description:
It was reported that, when trying to update, the physician programmer displayed a broken programmer icon with a ¿call technical services¿ message. The reporter did not recall the exact error message and, upon turning the programmer back on, found that the message was gone. When re-interrogating the patient¿s pump with a second programmer, a stopped pump message appeared. The reporter was able to successfully re-enter their simple continuous mode and the issue resolved. It was stated that fluoroscopy was used during the refill and could have been a potential cause of electromagnetic interference, but the cause of the error message was unknown. The device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID 8590-1, lot# n264230, implanted: (B)(6) 2011, product type: accessory; product ID 8840, lot# unknown, product type: programmer, physician. (B)(4).